Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The exact date of event is unknown, therefore, the date of which the explant took place was used as date of event. The medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. Several requests were emailed to the third party investigator to acquire additional information to classify any possible specific device problem, device identification, patient details, and event dates. The answer is pending.

Event description:
It was reported to gore that an endoprosthesis was implanted on an unknown date in 2019 in order to treat an abdominal aortic aneurysm. About 2 years later, on (B)(6) 2021, the endoprosthesis was explanted due to an e. Coli infection. According to the reported information, the surgeon believe the brand and model of the graft being gore® excluder® aaa endoprostheses.

Manufacturer narrative:
Explant scientist observations from the report provided by third party investigator (geprovas): the devices were returned to geprovas for investigation. Submitted in formalin were three gore® excluder® aaa endoprostheses; one contralateral leg endoprosthesis (cl-1) and one contralateral leg or iliac extender endoprosthesis (cl-2/ie; unable to determine with information provided) seated within one trunk-ipsilateral leg endoprosthesis fragment (trunk). Cl-1 was seated within and extending from the distal aspect of the contralateral gate of the trunk. Cl-2/ie was seated within and extending from the distal aspect of the ipsilateral leg of the trunk. The abluminal and luminal surfaces were generally devoid of tissue, except for minimal, scattered plaques of red brown material. The observable luminal surfaces were generally devoid of tissue, except for thin, scattered areas of red/brown and tan tissue. The lumens appeared patent, but it could not be confirmed with the information/images provided. A section was transected and removed from the proximal aspect of the trunk. Geprovas confirmed that this transection was created prior to arrival. The transection was consistent with cutting with a sharp surgical instrument, likely from histopathologic sampling. Material disruptions (transections) were consistent with those caused by histopathologic sampling (analysis not requested, nor provided). No other material disruptions were identified. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, and event dates. No additional information has been provided. D10: concomitant medical products: gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis x2. H6: added investigation conclusions codes 4315 and 22. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: infection (e. G., aneurysm, device or access sites). Corrected a2: update age at the time of event to 71 years. Corrected h6: updated investigation findings code to 213 - no device problem found. Code 3233 is no longer applicable. Removed investigation conclusions code 11 - conclusion not yet available.

Manufacturer narrative:
Images of the luminal side wall was requested from the third party investigator together with distal extremity labels of the figures in the provided level 1 explant report. No additional information has been provided. The reported complications may be the result of the patient¿s disease progression or disease symptoms, co-morbidities and conditions and surgical technique, however, this is unknown as, despite multiple attempts to obtain further information, no further information has been provided to gore. H6: added type of investigation code 4119.